Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead had a steady rise in impedance since 2010 implant. It was also reported the ra lead threshold increased. The patient was referred for evaluation. The ra lead remains in use. Patient to be monitored. No patient complications have been reported as a result of this event.